Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows all treatments on that day were finished successfully . The reported treatment could be identified in the logfile. The user operated the surgery with recommend energy setting. No relevant deviation between planed and performed energy is detectable for the treatment. No technical root cause is detectable during logfile review. No technical root cause was identified as the system was operating within specifications. The most possible root cause may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported issues with an uncut area near the ten o`clock position following lasik flap creation. The surgery was completed without patient harm.